Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.

Event description:
As reported by user facility: syringe pump was programmed for famotidine 5.6 ml with a syringe made by pharmacy with exactly 5.6 ml. Pump alarmed it had completed infusion. When health professional went to add a flush to the medline, found that there was still about 0.8 ml of the medication left in the syringe. Health professional had to program the 0.8 ml to infuse before programming the flush.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is still ongoing at this time. A follow up will be submitted when the investigation results become available.